Event description:
It was reported that, after a thr surgery performed on (B)(6) 2013, patient underwent a revision surgery due to dislocation, where the metal ball head 28 m cone 12/14 was explanted. Current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
It was reported that, after a total hip replacement surgery performed on (B)(6) 2013, the patient underwent a revision surgery due to dislocation, where the metal ball head 28m cone 12/14 was explanted. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. As the batch number was not communicated, a review of the device history record could not be performed. However, a complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. Due to insufficient information, it is not possible to perform a review of past corrective actions. A thorough medical assessment could not be performed either. If additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. A review of the risk management documentation was performed and verifies the failure mode and severity of the reported issue. A review of the device labeling revealed that the IFU (lit. No. 12.23 ed. 03/21) states joint dislocation of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Based on our investigations, the reported failure mode cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event and the root cause of the problem remains undetermined. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Should additional information become available, this complaint will be reassessed. This investigation is considered closed.